Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a wound on his back, under the distribution node of the lifevest. The patient was reportedly bedridden in the hospital. It was reported that the wound was open. A dressing was placed over the wound. A nurse at the hospital reported that a wound care specialist would be evaluating the patient. During a follow-up a nurse reported that the wound was about the same, and had not gotten any worse. It is unknown if the wound care specialist provided any further medical intervention.